Event description:
The customer called to report that during the prime for a tpe procedure, they had primed with 0.45% normal saline (ns) instead of 0.9% ns, and wanted to know how to correct it. The pt was not connected as this incident occurred during prime. No pt info is available at this time. The disposable set is unavailable for return for eval. This report is being filed due to operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.